Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined as the device was not returned for evaluation. Three attempts were performed for product return, but no response was received from the customer. It is unknown if there was damage to the area where the foreign matieral (brush) was detected and it is unknown if there were any deviations from the instructions for use (IFU) regaridng reprocessing. The event can be detected and prevented by handling the device in accordance with the following IFU: gif/cf/pcf-190 series operation manual "chapter 3 preparation and inspection" shows how to detect the event. Gif/cf/pcf-190 series reprocessing manual "chapter 5 reprocessing the endoscope" shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has not been returned for evaluation. The investigation is ongoing. If the device is returned, a supplemental report will be filed.

Event description:
An olympus medical representative reported on behalf of the customer that the evis exera iii colonovideoscope was provided as a loaner unit. The device was being reprocessed after patient use and a piece of cleaning brush came out of the channel. The customer reported the brush was not the same type of brush used for cleaning by their facility. No adverse effects to patient reported.